Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed water in the foley catheter cannot be removed during pre-test.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted inflation with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using returned syringe. Inflated properly and deflated within 1 minute 46 seconds. However asymmetrical balloon of 100:0 was present during inflation therefore pr was opened to capture this. Also received 4 photo samples: first photo shows top view of outer packaging of tray. Second photo shows top view of catheter with syringe used during reported event. Third photo shows end of catheter with deflated balloon. Fourth photo shows inflation cap. No actions can be taken at this time since a root cause was not identified. DHR review is not required as the reported event is unconfirmed however the DHR review was completed prior to updated sample evaluation. Labelling review is not required as the reported event is unconfirmed. Correction- d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed water in the foley catheter cannot be removed during pre-test. Per notification from ucc on 10jun2025, during sample evaluation it was found asymmetrical balloon in foley catheter.